Event description:
The complaint was reported as: the customer reports that the rusch disposable blades are very difficult to remove from the stubby handles and in some cases the blade is difficult to place on the handle. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.